Event description:
When they were prepping the balloon, they felt that there was too much air in it and they couldn't put it in the body. Additional investigation of the event reported revealed that during negative prep and after flushing, air bubbles kept coming back. The tech felt there was a problem with the integrity of the balloon, perhaps a leak and/or pin hole; therefore, it was decided not be use the device. The balloon was never inflated. There was no visual damage on the product, upon removal from packaging.